Event description:
The pt was being monitored during transport to the hosp. Reportedly, when the ambulance was approaching the hosp, the device displayed the pt ECG as artifact and dashed lines. After unspecified actions were completed, proper ECG display was observed. There were no adverse affects to the pt resulting from the event, due to continued use of the device.